Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited noise and oversensing resulting in periods of asystole up to approximately 5 seconds. Boston scientific technical services (ts) reviewed stored electrograms (egms) and noted the noise was consistent with mv sensor interference due to a potential lead integrity or insertion issue. Ts provided suggestions for further evaluation. A chest x-ray was performed and no obvious issues could be identified as the lead appeared intact and the lead fully inserted into the device header. Provocation testing was not successful in reproducing the noise. The mv sensor was programmed off and device accelerator turned on. No additional action has been planned to date. No additional adverse patient effects were reported.